Event description:
It was reported that during a follow up, t-wave oversensing, decreased r-waves, and no capture were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.